Manufacturer narrative:
Manufacturing facility has initiated a corrective, and preventative action associated with the confirmed failure.

Event description:
In 2007, nellcor puritan bennett received a call from a biomedical engineer that the lcd on the unit has missing segment. During a failure investigation on the following month, the failure of no audio was investigated. The failure was isolated to the main pcb. There was no patient harm reported.